Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The surgery was performed on (B)(6) 2025 for a partial nephrectomy. The grey adapter at the scope housing was loose and would spin easily/with no resistance. Spinning adapter was not in patient. Endoscope image was not inverted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector on the proximal end. Root cause of the binding is attributed to component susceptibility to increased friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus instrument's grey adapter was spinning freely. The procedure was completed with no reported injury.